Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer experienced a high blood glucose level of 550 mg/dl and the current blood glucose level was 279 mg/dl which was treated by insulin pen. Customer experienced symptoms like headache, back pain and fever. The customer was using the insulin pump within 48 hours of the reported event. Auto mode feature on at the time of incident. The customer was assisted with troubleshooting. The insulin pump will be returned for product analysis.

Event description:
The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. Successfully downloaded the trace and history files using thus. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, missing serial number label, missing end cap address label, and pillowing keypad overlay. The pump passed all functional testing. High bg anomaly is not confirmed. The pump history file lists 191 boluses on the event date, 10/15/2022. Please see below for the first 10 boluses listed on the event date, 10/15/2022: on (B)(6) 2022 00:01:12.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1. On (B)(6) 2022 00:06:14.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.125 bolusamountdelivered = 0.125. On (B)(6) 2022 00:11:14.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.175 bolusamountdelivered = 0.175. On (B)(6) 2022 00:16:09.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15. On (B)(6) 2022 00:21:10.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15. On (B)(6) 2022 00:26:08.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15. On (B)(6) 2022 00:31:09.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15. On (B)(6) 2022 00:36:11.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.175 bolusamountdelivered = 0.175. On (B)(6) 2022 00:41:07.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15. On (B)(6) 2022 00:46:08.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only); normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15. Please see below for the daily total of all insulin delivered on the event date, 10/15/2022: on (B)(6) 2022 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = (B)(6) 2022 00:00:00.000. Dailytotalofallinsulindelivered = 50.55. Dailytotalofbasalinsulindelivered = 26.7. Dailytotalofbolusinsulindelivered = 23.85. There were no auto suspend events on the event date, 10/15/2022. There were no user suspend events on the event date, 10/15/2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the insulin pump will be returned for analysis

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the first follow-up report in section b5 and h6 in investigation codes were incorrect. The corrected information have been provided in section b5 and h6 with this report.